Manufacturer narrative:
The field service engineer (fse) replaced the substrate probe due to kink, installed a new pipettor tip, and performed alignment. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The customer released the elevated result out of the laboratory and retested the patient¿s sample on the same instrument; a lower result, within the normal reference range, was obtained. Subsequent collection from the patient was analyzed and produced a negative result. An amended report was issued to the physician. The customer was unaware of any impact to the patient. There has been no report of patient consequence or change to patient treatment associated with this event. The customer noted all levels of quality control (qc) were within range and passed within specifications at the time of the event. Assay calibration, performed on (B)(6) 2013, passed within specifications. System checks, performed on (B)(6) 2013, passed within specifications. The patient¿s sample was collected in a 12x75 mm plasma tube with gel and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.